Event description:
It was reported that pump experienced malfunction alarm labeled malf 12 with no events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, was guided through resetting pump, confirmed malfunction did not recur after reset, was advised to continue using pump, and was instructed to call back if any further malfunction alarms occurred.